Event description:
It was reported during a da vinci-assisted myomectomy surgical procedure, the 8mm tenaculum forceps instrument had recognition issue. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the customer reported complaint. The tenaculum forceps instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was installed on an in-house system 5 times and passed the recognition and engagement test each time with no issues. The review of the logs found no errors related to the instrument. The tenaculum forceps instrument was found to have a broken pitch cable. The broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. The tenaculum forceps instrument was also found to have a dislodged flush tube guide. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have broken one or more of the housing snaps. The root cause of the broken snaps of the instrument housing is typically attributed to mishandling/misuse. A review of the instrument log for the tenaculum forceps (470207-08/n101712040063) associated with this event has been performed. Per logs, the tenaculum forceps was last used in a procedure on (B)(6) 2021 "442785" on system (B)(4). The instrument had 4 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product or this event. No image or video of the procedure was provided for review. This complaint is being reported based on the failure analysis findings. A tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.